Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a superficial ICD site infection. The patient was treated as an outpatient with oral antibiotics. The site worsened so patient was admitted and treated with IV antibiotics. Although infection was resolved at time of discharge, patient was sent home on oral antibiotics. The system remained implanted.